Event description:
As reported by an affiliate, during a percutaneous transluminal angioplasty (pta) procedure, a sleek balloon ruptured while being inflated at 6 atmospheres (atm). Therefore, the physician stopped using the sleek. It is unknown how the procedure was finished, but it was finished successfully. There was no patient injury reported. No anomalies were noted during the prep of the device. Initially, ipsilateral approach was used and a guidewire (radifocus) crossed the target lesion with a angiographic catheter (tempo 4f 65cm). Then, the guidewire was changed for a different guidewire (chevalier). The sleek (2.5/120mm 150cm) was delivered to the lesion, and it crossed the target lesion, but the balloon ruptured. There was no resistance experienced during the procedure. It is unknown the amount of times the device was inflated. The target lesion was an in-stent restenosis of a smart control in the right superficial femoral artery. The stent had been placed from the distal to the mid portion of the superficial femoral artery. The lesion was heavily calcified and slightly tortuous. There was 100% stenosis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A patient underwent percutaneous transluminal angioplasty due to in-stent restenosis of a smart control in the right superficial femoral artery. The stent had been placed from the distal to the mid portion of the superficial femoral artery. The lesion was heavily calcified and slightly tortuous with 100% stenosis. The procedure finished successfully with no patient injury reported. The patient¿s medical history is not available. 1-ilib7b the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. In-stent restenosis is a well-known potential complication for this type of procedural and it listed in the IFU. In the literature, in-stent stenosis rates from 11% to 39% from 6 to 12 months after the stent placement. Rates are higher in older patient with more severe atherosclerosis and depended on the type of stenosis treated. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease.